Event description:
Complainant alleged that pt in medsurg room can place nurse call, with response not heard in expected location. No injury alleged by account.

Manufacturer narrative:
Technician found ribbon cable connecting receptacle to biu was broken. Replaced ribbon cable ((B)(4)) to resolve this issue.